Event description:
It was reported that during device change for eri, fluoroscopy revealed externalized conductors between the rv and svc coil. No electrical anomalies noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed internal abrasion with externalized conductor at 9.4-12cm from the distal tip. External abrasions were also noted between 7.5-8.5cm and at 48.2-48.4cm from end of distal tip, consistent with that produced by friction with another device or feature of the heart.